Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that ever since they got the implant, they can feel a shock down all the way down to their feet from their back to their legs to their buttock down some of their feet on both sides. Patient also stated that when they laid down, it shoots like a sharp pain like a shooting pain and they have to crossover their legs so they don't get the sharp pain on both sides. Patient mentioned that they just went to the pain management a week and a half to two weeks ago and they said that their lower back hurts even worse than it did before they had the implant. Patient noted that it's from their low back down to the buttock and all down their legs that is in more pain. When they get up when they're sitting down they are hunched right over from where their back hurts and it's so sore. Patient noted that when they are drying their hair and lift their arms they get a shock that feels like an electrical shock. Patient mentioned that they called a rep but were told to call patient services because the rep was going into surgery. During the call, agent walked the patient through decreasing the intensity. Patient was on group b and had to decrease twice before the shocking stopped; agent had patient move around and lift their arms to test the stimulation and shocking. Patient confirmed that the shocking stopped. The troubleshooting steps that were taken on the call resolved the issue. Patient will maintain stimulation level and will continue to track symptoms. Agent recommended that patient work with rep on their programs to see if any adjustments could help; patient said they would be calling the rep back anyways to let them know the shocking issue was handled and would mention that. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.